Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, a pla/ha 6mm x 25mm tapered screw broke off on the screwdriver handle during implantation. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d10, g4, h2, h6. One 72201769 biosure ha 6x25mm screw used for treatment was returned for evaluation. The screw was damaged with approximately 5mm material missing. The distal threads were torn and jagged. Outer thread edges were chewed up. These symptoms have been noted with attempted use with an inferior tunnel causing binding after the distal taper. The phillips head was in good condition. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Instructions for use recommends pre tap; ¿appropriate size tap¿ choice is important as this is a tapered screw. Based upon the fracture condition and visual characteristics observed, much torque force was placed upon the screw during attempted insertion. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device was confirmed. Product material met specification requirements of validated design. Product met specifications upon release to distribution.